Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that there was no failure found. The hard ware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that after they registered the patient, the system would not verify/track any instruments besides the 90-degree curved suction, which was only intermittently. The site confirmed that the patient tracker was being actively tracked they brought in another system to finish. Both navigation and imaging were aborted causing less than an hour delay in the procedure. No impact on patient outcome.